Event description:
In 12/00 letter response requested by the distributor, a vascular surgeon user reported the following: in about a 3 month period beginning about one year prior, he implanted 12 pts which he characterized as a "very biased subsection of the dialysis pt population" with the perma-seal graft. These pts required immediate or early cannulation and had other significant surgical and medical risk factors such as morbid obesity and multiple previous attempts at dialysis access. Four of the grafts became infected; three of these pts expired due to direct or indirect consequences of their graft infections. The fourth of these pts had the perma-seal graft surgically removed and replaced with an alternate graft. Of the other eight pts, three experienced seroma or hematoma after early cannulation. The other five experienced graft thrombosis requiring revision or replant within 60 days of initial implant. The physician acknowledges the contribution of known risk factors and of cannulation practices at the dialysis center including sterile technique.